Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing an issue with their ins and ins recharger (insr). The ins required a physicians mode recharge, and the insr had a blank screen and was not charging when connected to the desktop charger (dtc). A replacement insr was sent, no symptoms and no additional complications were reported for the event.